Event description:
Medtronic received information regarding a patient who had an artisse intrasaccular device implanted on (B)(6) 2024 to treat a right middle cerebral artery (r-mca) terminus saccular aneurysm. The aneurysm max diameter was 6.3mm and the neck was 3.6mm. It was noted that a rebar microcatheter was used during the index procedure. No device malfunction was reported. Significant aneurysm stasis was successfully achieved at the end of the index procedure. The day after the index procedure, on (B)(6) 2024, the patient experience left upper extremity (lue) weakness signifying a new or worsening of existing neurological deficit. Magnetic resonance imaging (MRI) showed two semi-recent punctiform ischemic lesions; transient ischemic attack was identified. The event was not life-threatening and did not require additional intervention. It did not result in a patient disability. However, the patient's hospitalization was prolonged. The site assessment concluded the event had a causal relationship to the index procedure and was possibly related to the ar tisse and/or ancillary device but not related to the patient disease under study/index aneurysm. Outcome was reported that patient was recovered and event was resolved on(B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID isf-070-050 (lot: b492652); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that cec assessed the event as caused by the index procedure, possibly related to the artisse device and antiplatelet regimen, and not related to an ancillary/adjunctive device.

Event description:
Additional information received reported fever. Symptoms regressed spontaneously.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.